Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 implantable tachy lead: (B)(6) 2009. A 4194 implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection. The device remains in use. The patient was enrolled in the (B)(6)clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.